Manufacturer narrative:
Pump was received with intermittent button response due to corroded keypad traces. No numbers scrolling up noted. Unit had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had numbers ramping on the display and the keypad was unresponsive. Blood glucose level at the time of the incident was 87 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.